Event description:
Contacted gynecologist about hysterectomy for bleeding problems and mother had uterine cancer. He said I also needed vaginal and rectal repair for pop and sui. Over 6 years ago, I had complete hysterectomy ovaries, fallopian tubes, uterus and cervic removal. At the same time, I had burch urethropexy and rectal repair. I suffered intense pain afterward and still have complications today. Husband and I stopped having sex after surgery. After surgery painful to walk or even turn from my waist. I could not lift one of legs to put on pants. Even today, I frequently use a catheter. Before surgery I frequently urinated > after surgery had urinary problems and later, I leak in my underwear. Urine comes out at an angle. Don't have normal bowel movements-need to take milk of magnesia. Stomach is distended. Have groin hernia-very painful. Bowel seem to be extending out anus & prevents bm. Abdomen makes noises often and is painful. Gained weight and very fatigued. Stomach gets bloated and I gag. Vaginal area protrudes more now than before surgery.